Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. Insulin pump received with a severely scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratch on screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they could not read the display, not on daylight. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.